Manufacturer narrative:
--

Event description:
Boston scientific received information that this programmer was suspectedly caught on fire as the field representative heard a popping noise and emitted smoke. The programmer was returned for analysis. There was no patient involvement reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis concluded that the programmer was unable to boot up. The printed circuit board (pcb) was shorted out and burned up. Also, a wire was pulled out on power cable going to strip chart recorder (scr).there was no evidence of abuse or mishandling. All the affected components were replaced and the programmer then passed all functional tests. The device manufacture date for this product is october 3, 2005.

Event description:
Boston scientific received information that this programmer was suspectedly caught on fire as the field representative heard a popping noise and emitted smoke. The programmer was returned for analysis. No adverse patient effects were reported.